Manufacturer narrative:
Results of investigation: a member of vyaire medical's field service team went on-site to evaluate the reported issue. The field service technician was unable to duplicate the reported issue. The technician reported that the panel lock bottom may have been pressed during operation. The vent passed ovp and is operational.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator screen is locked and will not unlock after pressing the screen lock. There was no patient involvement associated with the reported issue.